Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported during surgery, the surgeon noted that the distal drilling went astray. Another device was used to complete the surgery.